Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was fading out. The customer's blood glucose value was unknown. The customer reported that the battery life diminished to once every 2 weeks. There was scratches on the screen and fading out, there was crack and chips where battery goes in. The customer declined troubleshooting. The insulin pump will not be returned for analysis.